Manufacturer narrative:
Device evaluated by MFR., eval summary, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The device has the core rotawire broken at 310.5 cm from the proximal end with the other section measures 19.5 cm and both sections complete the overall length of the device that is 330 cm. Outer diameter of the distal tip, middle and the proximal section of the device were within specification however the overall length could not be performed due to the broken core wire. A device history record (DHR) review was performed and no deviation was found. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08435. It was reported that a rotawire fracture occurred. The 90% stenosed target lesion was located in the severely calcified left anterior descending artery. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. The rotational speed was set at less than 200,000rpm and both devices were delivered to the target lesion. After ablating 5 to 6 times at about 30secs respectively, a non bsc catheter was delivered but the catheter failed to cross the lesion. The rotawire was removed from the patient's body to change into a regular wire; however, the length of the rotawire was noted to be insufficient. Angiography was done and observed the rotawire had been detached from the area near the left main trunk. Snaring was done to successfully retrieve the detached fragment. There were no other fragments left inside the patient's body. The procedure was then completed with the same burr and rotawire. No further patient complications reported and the patient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08435. It was reported that a rotawire fracture occurred. The 90% stenosed target lesion was located in the severely calcified left anterior descending artery. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. The rotational speed was set at less than 200,000rpm and both devices were delivered to the target lesion. After ablating 5 to 6 times at about 30secs respectively, a non bsc catheter was delivered but the catheter failed to cross the lesion. The rotawire was removed from the patient's body to change into a regular wire; however, the length of the rotawire was noted to be insufficient. Angiography was done and observed the rotawire had been detached from the area near the left main trunk. Snaring was done to successfully retrieve the detached fragment. There were no other fragments left inside the patient's body. The procedure was then completed with the same burr and rotawire. No further patient complications reported and the patient is doing well.